Manufacturer narrative:
Device evaluation: 1 unit of lot number c2304353 of echo-19 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 30 oct 2025. Visual inspection: distal end of sheath examined and observed to be perforated at approx. 0.5cm. Stylet examined and no issue observed. Distal end of needle examined and no issue observed. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue. Stylet removed from device with no issue. Stylet re-inserted into device without issue. A photo was received which revealed the sheath with the distal end of it fractured. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-19 device of lot number c2304353 did not reveal any discrepancies that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Review historical data: a review of the manufacturing records for the echo-19 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2304353. Instructions for use and label: the notes section of the instructions for use (ifu0101), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0101) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. Based on the information documented in the patient/event notes, the device was not used in a tortuous anatomy, and the endoscope was not positioned in a flexed or twisted state. A potential root cause may be related to the sheath kinking during insertion into the endoscope. It is possible that the sheath bent slightly without restricting needle advancement, which could have resulted in the needle piercing the sheath at the distal end as it advanced toward the target site. This hypothesis is consistent with the laboratory evaluation findings, where the sheath was observed to be pierced at the distal end. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the needle tip punctured the outer sheath tip. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. Based on the information documented in the patient/event notes, the device was not used in a tortuous anatomy, and the endoscope was not positioned in a flexed or twisted state. A potential root cause may be related to the sheath kinking during insertion into the endoscope. It is possible that the sheath bent slightly without restricting needle advancement, which could have resulted in the needle piercing the sheath at the distal end as it advanced toward the target site. This hypothesis is consistent with the laboratory evaluation findings, where the sheath was observed to be pierced at the distal end.

Event description:
A supplemental report is being submitted due to completion of the investigation on 05-dec-2025. The answers to these questions was received on 12/3/2025. 1. Was gaining access to the target site difficult? No 2. Was puncture of the targeted site difficult? No. 3. Was the scope recently service/repaired? No. 4. Was the device used in a tortuous position? No. 5. Was force required to remove the device? No. 6. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. 7. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a 8. Was force required on insertion of device into scope? No. 9. Was resistance felt while inserting the device through the scope? No 10. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 11. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 12. Was the stylet partially removed when advancing the needle into the target site? Yes 13. Was the syringe used during the procedure, after the stylet was removed? No. 14. Was difficulty experienced while retracting the needle? No. 15. Was it possible to be fully retract before removing the needle from the patient? Yes 16. How many samples were obtained (passes completed) with this needle? None 17. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event during an endoscopic ultrasound-guided pancreatic biopsy, after the first needle was withdrawn from the pancreatic, the needle tip punctured the outer sheath tip, causing a hole in the outer sheath tube. The sheath became unusable, and an ultrasound-guided needle was replaced to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."